Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 32056 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a patient side cart fixture test platform (pftp) where automatic gain control (agc) current was found to be failing on the 0x2 axis. Once testing was completed, the pitch searchlight flat flex cable (ffc) was further tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of da vinci-assisted surgical procedure that error 32056 occurred. The customer power cycled multiple times before calling. The customer was unable to recover the error. The customer powered down the system, and performed an emergency power off (epo), with no change. The customer disabled universal surgical manipulator (usm) 3 and continued as a three arm set up. There were no reports of patient involvement.